Event description:
A malfunction on the pump was reported by the caller. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact to the customer's blood glucose level. Technical support provided information on resetting the pump and assisted the caller with the reset process. The malfunction code did not recur after the pump was reset, allowing the customer to continue using the pump. The customer was instructed to call back if the malfunction code recurred and acknowledged the instructions.